Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient reported an irritation on their back. The patient described the irritation as itchy and "looks like a burn". There was no alleged device malfunction. The patient's physician prescibed an triamcinalone medication. The patient reported the irritation as improving.